Event description:
Customer reported one sars-cov-2 tma run, wl 010063-20200929-32, using assay lot 278953 on panther plus instrument sn (B)(4) which had a questionable increase in positive samples (58/225 samples). Customer noted they were running uncapped workflow and pipetting samples in a hood. No discrepant results were reported.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found this wl had multiple positive samples towards the end of the run, but controls had typical recovery. Ts observed no instrument or reagent preparation issues, and customer cleaned the instrument/work area per ts's suggestions. Customer reran negative samples using the same kit without issue, and they reran and confirmed the previously positive samples. Customer later determined that pipetting issues during sample preparation likely caused the increase in positive samples. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.